Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of patient or staff injury was reported.

Event description:
The customer reported that the 9900 system would emit sparks from the plug and that the unit would not boot up. No patient injury was reported.